Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 30mg/ml, baclofen 92mcg/ml and bupivacaine 10mg/ml, doses not reported. The indication for use was spinal pain. The patient was scheduled for a pump replacement as eri (elective replacement indicator) was 2 months. When the pump was interrogated a low battery reset and safe state were seen. The pump logs showed multiple resets and low battery messages on (B)(6) 2018. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. There were no diagnostics or troubleshooting performed. The pump was replaced and the issue was resolved at the time of the report. The patient status was noted as alive, no injury. No further complications were reported.